Event description:
It was reported that during the procedure, after the lead was implanted, there were out of range/high impedances. The physician attempted to reinsert the lead but ended up replacing it. After the lead was replaced, impedances were normal. The patient was doing well post procedure. The device was discarded.

Manufacturer narrative:
Lead model 3093-33 lot v863545 implanted: (B)(6) 2012 explanted: na. Programmer model 3037 (B)(4).